Manufacturer narrative:
The product will not be returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred.

Event description:
The customer reported her blood glucose reached 14.6 mmol/l (263 mg/dl) less than 2 hours after the pod was activated. There was wetness on the adhesive pad and she could smell insulin. Upon further inspection she noticed the cannula was not properly inserted into the infusion site.